Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an atrial tachy response (atr) episode that was triggered due to noisy signals. This episode appears to have been caused as the right atrial (ra) lead is functioning in unipolar mode as a lead safety switch occurred due to a high pacing impedance spike out-of-range. Technical services recommended to evaluate the patient with isometrics and device based testing. A chest x-ray can also be considered. In addition, ts stated that a possible set screw issue should be considered given how close this was to implant date. Attempts to obtain additional information were unsuccessful. This ra atrial lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an atrial tachy response (atr) episode that was triggered due to noisy signals. This episode appears to have been caused as the right atrial (ra) lead is functioning in unipolar mode as a lead safety switch occurred due to a high pacing impedance spike out-of-range. Technical services recommended to evaluate the patient with isometrics and device based testing. A chest x-ray can also be considered. In addition, ts stated that a possible setscrew issue should be considered given how close this was to implant date. Attempts to obtain additional information were unsuccessful. This ra atrial lead remains in service and no adverse patient effects were reported. It was reported that this ra lead was explanted and replaced due to lead noise. No additional adverse patient effects were reported.